Event description:
The customer reported six false positive results with the ID now covid-19 assay on four patients on various days in (B)(6) 2022. This report is for patient four (4) of four (4) and report six (6) of six (6). The patient tested positive with the ID now covid-19 assay on (B)(6) 2022 at 17:27 o'clock on a nasal swab sample. The patient was transferred to a different hospital were confirmation rt-pcr testing (platform: gene e, rdrp, n) was performed on a nasopharyngeal swab on (B)(6) 2022 which generated a negative result. The patient had repeat rt-pcr testing performed on (B)(6) which generated negative results. No further information regarding patient health status or outcome was provided.

Manufacturer narrative:
Similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers: 1221359-2022-02793 through 1221359-2022-02798.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m188167 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m188167 and test base part number 190-430 / lot m188167. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m188167 showed that the complaint rate is 0.011%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.